Event description:
Revision surgery - the patient had an infection in their shoulder. This is the first stage of a two stage process. The agent was not notified of the (B)(6) 2011 surgery, when the surgeon removed the implants and inserted an antibiotic spacer, until the surgeon contacted the agent for new parts in (B)(6).